Event description:
Additional information was received indicating that an x-ray was performed and lead dislodgement was confirmed. No further intervention was performed and the patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, inappropriate capture from the atrium was observed on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was in stable condition.